Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Upon insertion, approximately 6-8cm was inserted without issue; subsequently loss of non-abbott wire position was observed. Valve and ds were removed from the patient's anatomy, cleaned and inspected. No deformation of the valve capsule was noted, upon reinsertion, ds caught at the skin level then unable to be advanced, deformation was noted at the edge of valve capsule, so a new valve was prepared for implant using a new flexnav ds. Surgeon observed a skin tag during insertion of the new ds, skin incision was extended and ds was inserted through arteriotomy without an issue. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.